Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump shut off and that the customer subsequently experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. Troubleshooting was done. The customer later reinserted the same battery, and the display returned. The customer was able to deliver a bolus after the display came back. The customer confirmed that neither the battery compartment or spring were damaged or corroded. Advised that a replacement battery cap would be sent. Advised customer to monitor the insulin pump. Nothing further reported.